Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the o-ring from the reservoir compartment of the insulin pump fell off during a reservoir change. Blood glucose level at the time of call is unknown. The pump will be replaced and returned for analysis.